Event description:
Caller reported that insulin gauge displayed an amount different from what was expected, with the pump showing a static fill estimate of 80 despite insulin being delivered. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support educated the caller that this discrepancy can occur when there is a considerable variance in the measured pressures used to calculate the remaining insulin in the cartridge. It was explained that once the insulin level matches the static displayed number, the fill estimate will adjust and count down as normal, which the caller understood and acknowledged.